Event description:
The daughter of a male pt contacted lifecor customer support to report that the device would not power up. She stated that when the battery pack was placed in the system, the boot up process began, but the response buttons do not put the device into monitoring mode. A lifecor pt services representative (psr) visited this same day to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a front response button switch that was defective. The root cause of the response button failure was the metal dome had rotated and shifted within the switch body. This prevented proper electrical contact between the center conductor pad and the four corner conductor pads when the switch was depressed. The cause of the rotated/shifted dome was determined to be delamination of the spacer layer within the switch. The response button was repaired and the monitor was retested and restocked. No adverse event resulted from the faulty response button. The pt received a replacement monitor.